Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced difficulty emptying their bladder. The patient was discharged home with a foley catheter as a pvr (post void residual) was 900 cc. The patient was seen later and did not pass a voiding trial. The bladder was backfilled with 350 cc of sterile water; the pvr was 300 cc. A new foley catheter was inserted. On (B)(6) 2015, the patient passed the voiding trial. The bladder was backfilled with 400 cc sterile water; the pvr was 34 cc and the foley catheter was discontinued. The event was considered resolved/recovered with no sequelae on this date. No further patient complications were reported in relation to this event. Related to MFR# 3011770902-2015-00076.